Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) reported having a syncopal episode where they fell and injured their face. A device interrogation was performed. No ventricular tachycardia (vt) was noted. Subsequently the patient was seen again in the hospital after having additional syncopal episodes. The device was interrogated again and atrial tachy response (atr) episodes were noted. The physician thought that the intercardiac channels appeared flat and therefore, the physician was questioning pacing output. The local boston scientific field representative hooked the patient up to a surface electrocardiogram where the device was clearly pacing and capturing. Episodes were faxed in for boston scientific technical services (ts) to review. Ts verified that there was good capture, but that the complex on the atr event was flat. A request for additional information was made. No additional information was received. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
New information received indicates that this device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.